Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient implanted with an infusion pump. Patient history included multiple sclerosis (ms). The patient developed an infection 10 days post pump implant. The hcp reported pus at the back incision and the device needed to be explanted. The pump and catheter were explanted on (B)(6) 2015. The device system was not replaced and was to be replaced in the future. It was unknown what led to the event or how the issue was identified. No diagnostics or troubleshooting was reported. The issue was resolved at the time of the report. The device system had only contained saline. Patient status at the time of the report was alive with no injury. Additional information has been requested but was not available at the time of this report.